Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump while attempting to administer a bolus. Customer's blood glucose was 574 mg/dl and she had not yet been able to treat. She stated she had changed out the complete set and battery but the alarm persisted. Troubleshooting was performed. During a fixed prime, insulin did exit. Customer was unable to examine the infusion set cannula. It was explained to the customer that there may have been a site-related issue. Customer stated she had noticed blood in the tubing at times and asked if this would cause the no delivery alarms, and was informed that it may. Nothing further reported.